Event description:
It was reported after a da vinci assisted surgical procedure, the integrated electro surgical unit (iesu) had multiple error c-34 indicating replacement was needed. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electro surgical unit (iesu) due to error c-34 on power cycle. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the problem was confirmed using system logs, which recorded recurring error c-34. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the erbe unit displayed error code c-34 upon startup; however, a review of the erbe log showed recorded errors c-00. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.